Event description:
Litigation papers allege: patient had right hip implanted (B)(6) 2009, on (B)(6) 2009, patient dislocated hip in hospital, and went in for a closed reduction in the o.r. On (B)(6) 2009 dislocated again. He was evaluated radiographically and the right hip was found to be unstable. The patient was forced to undergo a revision surgery on (B)(6) 2009. He experienced great pain, incurred significant expenses for medical treatment and was forced to use crutches and other ambulatory aids following the (B)(6) 2009 surgery. On (B)(6) 2010, the patient was implanted in left hip. Patient underwent a bone scan on (B)(6) 2010 due to continued pain, on (B)(6) 2010 the patient died.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.